Event description:
During a supraventricular tachycardia procedure it was reported the stockert started ablating without anybody pressing the start button or pressing the foot pedal. The patient had bradycardia. Ablation occurred for nine seconds and the physician physically unplugged the catheter from the stockert. The patient needed a pacemaker inserted. It was unknown if there were any ablations occurred prior to this. It was not sure if the foot pedal was attached. It was unknown if a carto mapping unit, a cool flowpump, or any biosense webster catheters were used. Additional information provided stated a more detailed event description. Rf ablation catheter was in place in the heart. The physician was at the patient¿s side but had not started ablating as the foot pedal was not attached yet. The unit was at the end of the table and the manual buttons had not been accessed by the doctor. The doctor witnessed the catheter start ablating. This was also witnessed by two techs. The doctor immediately disconnected the power source to stop the ablation. This event did require intervention/treatment however it was stated by the physician that "the patient required a pacemaker which she may have needed anyway." Physician/customer¿s opinion regarding the causality of adverse event is device related. The physician's answer to the question of " does the physician/customer consider the event¿s causality was due to any malfunction of bwi product(s)? " is "unknown" the patient did not require hospitalization or extended hospital stay. The patient had the following baseline health status: hypertension, hyperlipidemia, diabetes mellitus, chronic obstructive pulmonary disease, palpitation.

Manufacturer narrative:
(B)(4).